Manufacturer narrative:
Concomitant products: product ID: 8709sc, lot# n165030019, implanted: (B)(6) 2009, product type: catheter. (B)(4).

Event description:
Additional information received reported that there had been no tube set message after the stall, and the patient was doing fine at that time. The patient was not taking any oral anti-spasticity medications at the time of the event. The patient also had symptoms of increased spasms and itching. The cause of the motor stall was unknown, and the patient recovered without permanent impairment.

Event description:
It was reported that the pump had an elective replacement indicator (eri) of 6 months. The critical alarm sounded on (B)(6) 2015, and when the pump was interrogated on (B)(6) 2015, the pump showed motor stall with no recovery. No magnetic resonance imaging (MRI) was done. The patient had symptoms of increased spasticity and less than 50% therapy relief. The pump was subsequently replaced. The patient status was alive with no injury. The pump system was being used to infuse lioresal. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4): analysis of the pump revealed pump motor gear train anomalies of corrosion, and/or wear, and/or lubrication; and stall due to sh aft-bearing.